Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the rear housing was cracked on top corner, front housing was cracked nearby latch lock, lens display was scratched, and the downstream sensor and upstream sensor were contaminated. The event history log confirmed a high pressure alarm occurred. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be the downstream sensor contamination, cracked rear housing, scratched lens display, and clock battery overdue. The downstream sensor, rear housing assembly, lens display and clock battery were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cracked rear case top right corner, scratched lens, clock battery overdue (1722), double beeping after set was removed from pump. The event occurred during testing, there was no patient involvement.